Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, the customer administered a food bolus but did not consume as much food as intended, which caused the blood glucose (bg) to decrease to 48 mg/dl. Bg was treated by consuming additional food. The customer continued to use the pump for insulin therapy.